Manufacturer narrative:
The reported event of damage lead pin was not confirmed while the reported event of high lead impedance was confirmed. As received, a complete lead was returned with two connector sleeves for evaluation. Examination of the lead found the connector boot appeared to be larger in one area. No anomalies were noted to the returned connector sleeves. Insertion test confirmed that the lead could not be fully inserted into the returned connector sleeves as well as the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event of high lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an implant procedure. During the procedure, the left ventricular lead's tip was damaged by some tools. The lead's pacing impedance was also high and out of range. The lead was then exchanged for another. The new lead also exhibited high, out of range pacing impedance. However, the connector sleeve's size mismatch with the lead was found to be the cause of the issue. Patient had no consequences and was stable after the event.